Event description:
It was reported that the patient's tubing had leaked throughout the night, suspected to have resulted from a loose connector. The line had already been clamped near both the port site and the pump; however, the pump had alarmed high-pressure. The site had been instructed to remove the pump's batteries, place the pump in a biohazard bag, and follow chemo spill instructions. The site also been advised to wear gloves and ensure all connections were tight to prevent further leakage. It had been stated that the patient had approximately two hours remaining in the infusion. When the patient arrived for disconnection, it was noted that the standard administration cassette had been in place. Upon restarting the pump, the remaining medication had been flushed without any issues. An inspection of the tubing in collaboration with pharmacy technicians had revealed no visible issues, damage, or abnormalities. It was also noted that there had been an extension hub placed between the patient and the tubing, as per standard procedure; however, the reported leak had occurred closer to the pump, not at the hub. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.